Event description:
Stereotactic left bread biopsy was performed. A 12 cm, 10-gauge mammotome revolve needle was inadvertently loaded in mammotome instead of a 9cm, 10-gauge needle. Biopsy of left breast lesion was performed. Postbiopsy images showed a 4mm v shaped retained metallic fragment in left breast. Inspection of the needle showed a damaged cannula at the tip. Patient was immediately referred to breast clinic and seen by breast surgeon. Patient scheduled for elective surgery for removal of breast lesion/calcifications and retained metallic fragment/foreign body. The 12 cm long needle may have had contact with the table mount where upon the tip of the biopsy needle was damaged and resulted in avulsion of a 4 mm retained foreign body. The original packaging for the probe in question was not kept, nor was the probe.